Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced blood glucose levels of over 361 mg/dl with ketones. Additionally, the customer received multiple occlusion alarms. Customer changed all supplies to address reported issues. Reportedly, customer reverted to alternate pump for insulin therapy.